Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported that he experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain and the inability to drain from his pd catheter (not a fresenius product). Peritoneal effluent fluid cultures and white blood cell counts taken in the hospital were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology with a fibrin occluded pd catheter due to the infection. The patient was prescribed antibiotics in the hospital, but the type, route, dose, frequency and duration were not reported to the outpatient clinic. The patient¿s pd catheter was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy during this admission. The patient underwent hd therapy on a hospital provided hd machine for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. The patient was prescribed vancomycin and cefazolin (unknown route, dose, frequency and duration) by the in-center hd clinic when the patient presented for their first hd treatment following discharge form the hospital. The patient recovered from this event and remains asymptomatic. It was confirmed, though the root cause of this event was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd on an in-center basis with plans to return to pd therapy when cleared by the clinic physician.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of the patient¿s peritonitis cannot be determined as there was no reported source of infection; however, it was confirmed this event was not due to a deficiency or malfunction of any fresenius product(s) or device(s) by a medical professional. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported that he experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2021 following abdominal pain and the inability to drain from his pd catheter (not a fresenius product). Peritoneal effluent fluid cultures and white blood cell counts taken in the hospital were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology with a fibrin occluded pd catheter due to the infection. The patient was prescribed antibiotics in the hospital, but the type, route, dose, frequency and duration were not reported to the outpatient clinic. The patient¿s pd catheter was removed, and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy during this admission. The patient underwent hd therapy on a hospital provided hd machine for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2021. The patient was prescribed vancomycin and cefazolin (unknown route, dose, frequency and duration) by the in-center hd clinic when the patient presented for their first hd treatment following discharge form the hospital. The patient recovered from this event and remains asymptomatic. It was confirmed, though the root cause of this event was unknown, there was no indication the patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd on an in-center basis with plans to return to pd therapy when cleared by the clinic physician.